Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set had air in line the following information was received by the initial reporter with the following verbatim: it was reported by customer that needed for air in line.

Manufacturer narrative:
Tubing returned along with (B)(6) along with the pump, and that investigation is below: the reported issue of a large amount of air in the infusion line before alarming was confirmed during log review, identified by a logged accumulated air in line alarm. However, the reported issue could not be replicated during laboratory testing. Functional testing showed no air bubbles forming in the returned administration sets and the air in line threshold testing performed on the incident pump module found the device to be operating within specification. The incident pump module single air detection was set for 250l with accumulated air enabled. The incident device passed worst case testing for single air bolus detection and alarmed as the design intended. The incident device also passed accumulated air testing. A review of the device logs showed that the ail bolus limit was set to 250l and that the accumulated air was enabled on the incident device. At 7:02 am, a primary infusion was programmed at the rate of 125 ml/h with the vtbi of 900 ml. At 7:58 am, a secondary infusion for ceftriaxone was programmed at the rate of 100 ml/h with the vtbi of 50 ml and completed approximately 30 minutes later. At 8:28 am, the primary infusion continued and an accumulated air alarm occurred shortly after. The returned pcu was powered off and no further infusions occurred on (B)(6)2024. The inspection process performed on the incident device found no irregularities. The bd alaris pump module air in line tip sheet states, when inserting the tubing into the ail detector, use a fingertip and firmly push tubing toward the back of the ail detector. Close the roller clamp on the tubing set and pause the channel before replacing a fluid container to avoid air from entering the IV tubing. Allow solutions to warm to room temperature, if possible. (When infusing a chilled solution, air bubbles may form as cold solutions begin to warm). The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2)

Event description:
Material #: unknown batch#: unknown it was reported by customer that needed for air in line complaint received via email(s) attached. Create complaint for disposal. The pump complaint (B)(4) has been created. Also, the device has been received. Mds team can you please check if disposable file is needed? Yes, a disposable pr is needed for air in line.